Event description:
Sorin group (B)(4) received a report that the s5 gas blender displayed an error during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender system. The incident occurred (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 gas blender system. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The gas blender system was returned to livanova (B)(4) for further investigation. The error was reproduced during testing and was traced to the air flow control. The faulty part was replaced and subsequent functional testing of the gas blender did not identify further issues. The unit was returned to customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.